Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor. System operates as intended. (B)(4).

Event description:
The customer reported the system would not boot up and is making loud noises. No pt injury was reported.